Event description:
As reported by the (B)(4) study, a patient experienced elevated cardiac enzymes, chest pain post index procedure, and stable angina at the 30 day and 6 month follow-up visits, and embolism and restenosis 85% to 90% in the target lesion, and underwent revascularization of the mid rca approximately twenty-five months after the index procedure. At the time of the index procedure, angiography revealed two vessels diseased out of which only one vessel was treated. The indication for the procedure was a positive functional ischemic study and stable angina pectoris. The mid right coronary artery was described as 15mm in length, eccentric, moderately calcified, and de novo with 95% stenosis. The reference vessel was 3.5mm in diameter. At the time of the index procedure, a 3.5 x 18mm cypher rx was implanted at 16atm by direct stenting without post-dilation. It was reported that the ck level was elevated 6-12 hours post procedure at 418 (225 unl) and ck-mb level was elevated 16-24 hours post procedure at 6.4 (3.2 unl). It was reported that the patient had chest pain since index procedure which was resolved after revascularization procedure performed after two years on (B)(6) 2012. There were no procedural and angiographic complications and the patient was discharged the following day. It was reported that the patient had stable angina at the time of 30 day and 6 month follow-up visits and no additional information regarding stable angina was available. Approximately twenty-five months after the index procedure, the angiography revealed approximately 85% to 90% stenosis in the distal portion of the stented segment and also coronary artery embolism. The patient underwent pci with stent placed distal to and overlapping the original stent. It was reported that the chest pain was ongoing, improved. According to the investigator, the event in the mid rca was in the target lesion and was probably related to the cypher stent or index procedure.

Manufacturer narrative:
Concomitant medications included at the time of restenosis: ace inhibitors, aspirin, atenolol, bivalirudin, clopidogrel, ezitimibe, hmg-coa reductase inhibitors, hyzaar, nitroglycerin, and tricor. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received through cec adjudication minutes indicated that a patient experienced mi approximately twenty-five months after the index procedure. It was reported that the patient was admitted with worsening chest pain. The physician's admission and history note reported the ECG showed sinus rhythm without ischemic changes. The patient's ckmb was 5.1 (2.1 unl) and troponin I was 0.50 (0.40 unl) on (B)(6) 2012 prior to the revascularization. It was reported that the right coronary artery was a dominant calcified vessel in the mid course, where it was stented had a 90% blockage and that was treated with a 3.5 x 15mm promus drug-eluting stent deployed distal to and overlapping the original stent in the mid right coronary artery. Post revascularization, the troponin I was 0.56. The ECG core lab reported no new major st-t abnormalities, no q waves and inadequate tracing quality due to presence of severe artifact. The site reported no mi and considered it to be related to the coronary stenting procedure. The elevation was related to the same index lesion/stent and thus the elevation was deemed to be related to the index stent based on the adjudication minutes. The post-procedure course was uncomplicated and the patient was discharged the next day. Complaint conclusion: as reported by the (B)(4) study, a patient experienced elevated cardiac enzymes, chest pain post index procedure, and stable angina at the 30 day and 6 month follow-up visits, and an mi with embolism and restenosis 85% to 90% in the target lesion, and underwent revascularization of the mid rca approximately twenty-five months after the index procedure. This is a (B)(6) male patient with a medical history of positive functional study for ischemia, previous pci ((B)(6) 2005), hypertension, hyperlipidemia, and family history of coronary artery disease and skin rash. At the time of the index procedure, angiography revealed two vessels diseased out of which only one vessel was treated. The indication for the procedure was a positive functional ischemic study and stable angina pectoris. The mid right coronary artery was described as 15mm in length, eccentric, moderately calcified, and de novo with 95% stenosis. The reference vessel was 3.5mm in diameter. At the time of the index procedure, a 3.5 x 18mm cypher rx was implanted at 16atm by direct stenting without post-dilation. It was reported that the ck level was elevated 6-12 hours post procedure at 418 (225 unl) and ck-mb level was elevated 16-24 hours post procedure at 6.4 (3.2 unl). It was reported that the patient had chest pain since index procedure which was resolved after revascularization procedure performed after two years on (B)(6) 2012. There were no procedural and angiographic complications and the patient was discharged the following day. It was reported that the patient had stable angina at the time of 30 day and 6 month follow-up visits and no additional information regarding stable angina was available. Approximately twenty-five months after the index procedure, the angiography revealed approximately 85% to 90% stenosis in the distal portion of the stented segment. The patient underwent pci with stent placed distal to and overlapping the original stent. Plaque shift i.e. Coronary embolism was reported post pci. The event of embolism was captured as a non-complaint and processed accordingly. It was reported that the chest pain was ongoing, improved. According to the investigator, the event in the mid rca was in the target lesion and was probably related to the cypher stent or index procedure. Per the cec adjudication committee this event involved an mi, thus the file was updated with the code for mi. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079017 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced elevated cardiac enzymes, chest pain post index procedure, and stable angina at the 30 day and 6 month follow-up visits, and embolism and restenosis 85% to 90% in the target lesion, and underwent revascularization of the mid rca approximately twenty-five months after the index procedure. This is a (B)(6) male patient with a medical history of positive functional study for ischemia, previous pci ((B)(6) 2005), hypertension, hyperlipidemia, and family history of coronary artery disease and skin rash. At the time of the index procedure, angiography revealed two vessels diseased out of which only one vessel was treated. The indication for the procedure was a positive functional ischemic study and stable angina pectoris. The mid right coronary artery was described as 15mm in length, eccentric, moderately calcified, and de novo with 95% stenosis. The reference vessel was 3.5mm in diameter. At the time of the index procedure, a 3.5 x 18mm cypher rx was implanted at 16atm by direct stenting without post-dilation. It was reported that the ck level was elevated 6-12 hours post procedure at 418 (225 unl) and ck-mb level was elevated 16-24 hours post procedure at 6.4 (3.2 unl). It was reported that the patient had chest pain since index procedure which was resolved after revascularization procedure performed after two years on (B)(6) 2012. There were no procedural and angiographic complications and the patient was discharged the following day. It was reported that the patient had stable angina at the time of 30 day and 6 month follow-up visits and no additional information regarding stable angina was available. Approximately twenty-five months after the index procedure, the angiography revealed approximately 85% to 90% stenosis in the distal portion of the stented segment. The patient underwent pci with stent placed distal to and overlapping the original stent. Plaque shift i.e. Coronary embolism was reported post pci. The event of embolism was captured as a non-complaint and processed accordingly. It was reported that the chest pain was ongoing, improved. According to the investigator, the event in the mid rca was in the target lesion and was probably related to the cypher stent or index procedure. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079017 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.